Manufacturer narrative:
(B)(4).

Event description:
It was reported that: 3 kits were found incorrectly packaged with 4.45 cm catheters instead of 18 ga/16 cm. The reported defect was detected prior to use (in a clinical setting). There was no patient involvement. Associated to tc#1900107476 and tc#1900107477.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of an incorrect catheter was not able to be confirmed by the photos as they did not reveal clear visual evidence of an incorrect catheter within the kit. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 3 kits were found incorrectly packaged with 4.45 cm catheters instead of 18 ga/16 cm. The reported defect was detected prior to use (in a clinical setting). There was no patient involvement. Associated to 9680794-2023-00777 and 9680794-2023-00718.